Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 397 mg/dl. The customer stated they were hospitalization for taking steroids. The customer was not hospitalized due to diabetes issues. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.